Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion set fell off events during use including four events in april and may each and on 6th, 8th and 11th may, 2024. The set was in use for 2 days. Blood glucose levels were 200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 9 of 12.